Manufacturer narrative:
One device was returned for evaluation. The wire was placed in a catheter and coating was stripped off the wire by the catheter. The complaint is confirmed. The root cause appears to the friction between the catheter and wire when the catheter curves. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device is expected to return for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The physician reported that while inserting the wire into a catheter the coating comes off and collects at the tip of the catheter. The physician stated there was no injury to the patient.